Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the lg-lens glue was by physical stress, and as a result, dirt entered from there. The event can be prevented by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Light guide lens was chipped and had scratches. Angulation in the up direction was out of standards due to worn of angle-wire. Screen was partly dark due to scratch of charge coupled device (ccd) lens. There was white dot at the screen due to damage of ccd unit. There were scratches on the ccd lens. The adhesive of the bending section cover was peeled off and discolored. The coating at the connecting tube was peeled off. The connecting tube was wrinkled. The switch cover is deformed. There were scratches at the scope-connector protector. The universal code was crumpled. There was corrosion at the electrical connector due to leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator of the duodenovideoscope does not go down smoothly. The issue was found during preparation for use for an unknown procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the intended procedure was diagnostic. The name of the procedure was unknown.